Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy laparoscopic procedure, when the device was placed on the lumbar bronchus and fully fired but then would not open by pulling back on the black handles. The device was able to open the jaws as they tried articulating back and forth and forcing the black handles to the release position. Another handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.